Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump¿s screen was blank. The customer¿s blood glucose level was 121 mg/dl. The customer¿s mother reported that the customer was in a pool and the insulin pump started displaying an unknown message. They could hear fluid while shaking insulin pump and there was fluid under the lcd. The insulin pump will not be returned for analysis.